Event description:
Heart/lung bypass machine not functioning as expected. Potentially not blending gases properly or ventilating properly. Currently undetermined as to the cause of the malfunction. Patient's carbon dioxide and oxygen saturation levels were affected by this malfunction. Machine passed self-check in morning per perfusionist. Patient taken off bypass and machine switched out.